Event description:
It was reported that after a da vinci-assisted mitral valve repair surgical procedure, the atrial retractor short right instrument was found to have a broken cable when checking with a magnifying glass after preliminary cleaning. There were no device malfunctions during the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No damage or anything out of the ordinary confirmed. The instrument did not collide with any other instrument or tool during procedure. The customer found the broken cable after the procedure. No issues related to opening/closing of the grips, left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist. No cables visibly protruding from the distal end of the instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm atrial retractor instrument and completed the device evaluation. The instrument was analyzed and was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.